Event description:
It was reported that the patient had discomfort and increased urination due to migration of the device into the pelvis. It was also reported that the leads had high thresholds. The device was repositioned and remains in use. The device was also reprogrammed due to the high thresholds and both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(6).

Event description:
Additional information was received and indicated that the device was explanted due to erosion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# addrl1. The device was returned and analyzed and no anomalies were found. (B)(4).